Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Our agent reported that he has been told that an expired nail has been implanted at (B)(6) hospital. Surgeon reported that the patient no adverse conseguences no other info reported.